Event description:
It was reported that pump experienced malfunction with displayed malfunction code and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it within 10 days using provided materials, and was informed about the need to enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump with updated software.